Manufacturer narrative:
Patient identifier: (B)(6). Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of the femoral neck system (fns) due to avascular necrosis (avn). Initially, the patient had fns implantation on (B)(6) 2020. The procedure was successfully completed with a 30 minute surgical delay. There was no patient consequence reported. This product complaint, (B)(4), is related to (B)(4). (B)(4) captures the post-op event where the patient underwent a removal of the femoral neck system (fns) due to avascular necrosis (avn), while (B)(4) will capture the intra-op event where the surgeon experienced difficulty in the removal of the femoral neck system (fns) hardware due to the locking screw being cold welded to the plate, a removal tool was also bent during the removal process. Concomitant devices reported: femoral neck system plate 1 hole ¿ sterile (part number 04.168.000s, lot unknown, quantity 1), antirotation screw for femoral neck sys 95mm length ¿ sterile (part number 04.168.495s, lot unknown, quantity 1), 5.0mm ti locking scr slf-tpng w/t25 stardrive 36mm-sterile (part number 412.212s, lot unknown, quantity 1). This report involves 1 bolt for femoral neck system 95mm length-sterile. This is report 2 of 4 for (B)(4).